Manufacturer narrative:
Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump underinfused medication to the patient. After the 23 hour expected therapy time was complete, it was observed that only about 50% of the medication dose had been infused to the patient. The device was filled with piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the device was a large volume folfusor containing piperacillin/tazobactam 13.5g plus citrate buffer in 230 ml sodium chloride 0.9%. H4: the device was manufactured from june 27, 2022 - june 28, 2022.. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to g3: date received by MFR: 1/18/2023 (previously submitted as 1/19/2023). Should additional relevant information become available, a supplemental report will be submitted.